Event description:
It was reported that following a colectomy procedure, unspecified units of blood had to be administered to the pt post operatively. The pt had been given lovenox pre-op and post-op.